Event description:
The customer reported while transporting a patient on the stretcher, the cot lowered unexpectedly to the lowest position when it was in the loading position. The operators were able to upright the stretcher and continue the transport. A medic alleged a bicep injury as a result of the incident with medical intervention sought. No further details were provided.

Manufacturer narrative:
An authorized field technician conducted a visual and functional evaluation of the stretcher at the customer location. There were multiple observations of mechanical wear on the components including a worn locking mechanism and misformed c-channel holes due to wear. It was recommended the components be replaced. This stretcher was manufactured in 2007 and the noted observations are attributed to long term wear/tear. No additional information has been provided on the medic's alleged shoulder injury.

Event description:
The customer reported while transporting a patient on the stretcher, the cot lowered unexpectedly to the lowest position when it was in the loading position. The operators were able to upright the stretcher and continue the transport. A medic alleged a bicep injury as a result of the incident with medical intervention sought. No further details were provided.